Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise. No inappropriate therapy was delivered. The patient also had experienced a hematoma at the site of the s-ICD which resulted in the patient having to use a drain. No changes were made and the s-ICD remains in service. No additional adverse patient effects were reported.